Event description:
It was reported that the patient had recently died. The cause of death and relationship to the device system were unknown. The patient's mother had concerns related to the autopsy, and the relationship of the baclofen therapy to the patient's death. No other information was available at of the time of this report.